Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as high; cause was due to occlusion alarm. Customer delivered a correction bolus via pump to address bg level. Customer received normal third party assistance from parent and consulted diabetic clinician for treatment advice. Customer performed a supply change to resolve the issue.